Event description:
It was reported that during da vinci assisted hiatal hernia surgical procedure, the cable of mega suture cut needle driver instrument broke inside the patient. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The surgeon was sewing inside abdomen when the issue occurred. Patient demographic information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.